Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had scratches on screen which made harder to read also some parts of the screen was blank. Customer¿s blood glucose level was unknown. Customer also reported wear and tear on the reservoir, rewind skips and makes unusual noise and rejects new batteries also has had instances where insulin will not deliver but pump would not alarm and insulin had shot or squirted from infusion set when priming. The device will not be returned for analysis.